Event description:
It was reported that the implantable cardiac monitor (icm) exhibited premature battery depletion. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.